Event description:
The reported glucose values fall within the d zone of the parkes error grid.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the reported glucose values fall within the b zone of the parkes error grid."

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. It was indicated that the patient exposed components to MRI, which is off-label usage of the device. On (B)(6) 2024, the patient's wife found the patient unconscious in the bathroom, and that the cgm reading was 108 mg/dl at that time. When the ambulance arrived, a fingerstick was taken and the blood glucose reading was 24 mg/dl. No treatment was reported and it was stated that the patient did not visit the hospital. Additionally, the patient reportedly does not have a pancreas anymore, due to a carcinoma. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.